Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller saw a message on their programmer power on reset (por).there is no symptom reported . No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) reported her device was not working. The patient was transferred to patient services. The patient reported she started leaking more in (B)(6) 2018. The patient noted the patient programmer showed a power on reset (por). The patient stated they did not have any electromagnetic interference (emi) recently. It was reviewed the por messaged needed to be cleared and the device needed to be checked with a clinician programmer. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. There was no allegation or indication that the prime cell ins (implanted for almost 5 years) had premature depletion or any other reports of sources that could cause the por. Information suggest por was due to batter depletion and is expected with our device. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the cause of the por was due battery depletion. The patient will need a surgical battery replacement and intervention was pending.